Event description:
It was reported that a patient's pacemaker (pm) presented to clinic in backup vvi mode due to event queue overflow. Programming changes were made to restore normal parameters. No patient consequences were reported.